Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was not returned for investigation. However, log file details provided were sufficient to determine a root cause. Console logs from the reported day of event are consistent with complaint and show alarms. The exact nature and root cause of charger malfunction were not investigated because charger was not available for analysis. The cause of battery alarms was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that during preventive maintenance there was a battery failure. There was no patient involvement.